Event description:
It was reported that the patient's right ventricular (rv) lead had an lead integrity alert (lia) for high pacing impedance, noise, sensing integrity counter (sic) and a possible fracture. After a follow up appointment, the physician was unable to confirm a fracture. The patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.